Manufacturer narrative:
Pump was monitored. All operating currents tested within specification range. No failed battery test alarms, weak battery alarms, or unexpected off no power alarms noted. Pump passed prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No motor error alarms noted. Dried insulin on motor slide and light corrosion noted on motor home switch. Cracked reservoir tube lip, cracked battery tube threads, scratched display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that customer have received several alarms. Customer received a weak / bad battery alarm, failed battery test alarm and motor error alarm. Customer states insulin pump received a no power alert without receiving a low battery alert. Customer's blood glucose was 3.5 mmol/l, which was treated with food. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.